Manufacturer narrative:
Evaluation anticipated, but not begun.

Event description:
During preparation for use of the device for cardiopulmonary bypass, the mechanism for adjusting the pump roller occlusion was difficult to operate. With tubing in the pump, the pump stopped with a displayed "pump jam" message. There was no adverse consequence to the patient as a result of this event.